Event description:
Customer reportedly received the following results on the active s system within 10 minutes: lo (less than 10 mg/dl) and 141 mg/dl; lo and 298 mg/dl. The comparisons were obtained on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.